Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a arhroscopy surgery a thread broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed due to the incorrect device being returned. One unpackaged unknown part number suture system was received for investigation. It was concluded that the two possible part numbers are ar-1588btb-2j and ar-1588btb-2. Visual evaluation of the returned device noted a titanium button to the device and damage to the loops of the device. Functional testing was not performed due to the incorrect part number being received for this complaint. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.